Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: unknown persona femoral, catalog#: unknown lot#: unknown. Unknown persona articular surface, catalog#: unknown lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00121, 0001822565-2018-00122. Product location unknown.

Event description:
It was reported that the patient was revised due to pain. No additional patient consequences were reported.

Manufacturer narrative:
Concomitant medical products- persona trabecular metal femoral component, catalog # 42502806601, lot # 62340640, trabecular metal standard primary patella, catalog # 00587806535, lot # 62332266, persona articular surface, catalog # 42512000510, lot # 62308294. The follow-up report is being submitted to relay correction and additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It has also been reported that the patient was revised due to tibial loosening.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Two x-rays were provided which were reviewed by a health care professional. It is noted that the components appeared normally aligned without periprosthetic lucencies. Additionally, there appears to be narrowing of the lateral compartment space. Bone quality appears normal. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. A previous investigation determined that the likely root causes for radiolucent lines and loosening is that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices. Although the tibia is subsided in the reported event, the lack of bony ingrowth clearly indicates that the previous finding is still related to the root cause. Therefore, the root cause of the reported issue is attributed to a "design issue." If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.